Manufacturer narrative:
Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
Per the arjohuntleigh service tech: "resident in transit from bed in room to toilet in room and began sliding lower in sling on lift adding pressure to leg area. Time of injury is not known for sure but facility feels it may have occurred at that time." Service tech found during the on-site investigation that the device had full functionality. Resident suffered fractures to both femurs. It was reported that the resident passed away on (B)(6) 2011. Arjohuntleigh qa called the facility don (B)(6) 2011 to confirm the statements given to the arjohuntleigh service tech and to get more information. After being hospitalized, the patient was returned to the nursing home on (B)(6) 2011 and passed away shortly past midnight on (B)(6) 2011, the day that the service tech went on-site. At the time of the conversation, the don stated that they could not make a determination of death, but that an attending physician attributed the patient's expiration to "sudden death." The don also stated that a medical examiner would be investigating for an official cause of death. As of (B)(6) 2011, there is no additional information from the facility on this matter.